Event description:
The manufacturer's sales representative reported that the ventilator went vent inop and alarmed during a training session. The device was not in use on a patient therefore, there was no patient harm or involvement. The manufacturer's service technician verified the reported problem due to an adc failure. The service technician replaced the gas delivery system to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Gas delivery system.